Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified common iliac artery (cia). A 6.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the second inflation at the nominal pressure for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.